Event description:
It was reported that over the past year, and even more over the past 2 or 3 months, a vns patient has had an increase in seizures. Medications were adjusted. There was still some decline in the patient's seizure control and some cognitive decline as well. The physician indicated the patient's vns device was unable to be interrogated, and a "dysfunctional battery" is suspected. Generator revision surgery was planned, and the physician indicated that x-rays showed vns to be intact. However, he was not able to perform diagnostic testing to confirm that vns was functioning properly. After the surgery, it was reported that diagnostics resulted in high lead impedance, and the patient underwent full revision of both the generator and lead. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.